Event description:
It was reported that during percutaneous transluminal angioplasty (pta) the balloon dissected the patient's vessel. A stent was deployed at the vessel dissection. There were no intra-operative complications as a result of the dissection and the event is considered resolved with no residual effect.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. The subject device is not available.